Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The manufacture date for this product is (B)(6) 2012.

Event description:
Boston scientific received information that this programmer sparked and the light went out. The programmer likely had short circuited in the electrical system. This programmer will be sent for analysis. No reported patient involvement.